Event description:
Healthcare professional reported injecting a pt with unspecified juvederm voluma in the nose. Four days later, the pt's "nose swells with acnes (herpes style)". The pt is being "kept at the hospital for further follow up by the doctor. "Pt was treated with "infusion antibiotics" and "infusion medicine". The pt has recovered and left the hospital.

Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or pt details are not attainable. The events of swelling and acnes (herpes style) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of skin inflammation, edema, acne and improper or incorrect procedure or method: "contra-indications: do not inject juvederm voluma with lidocaine into blood vessels (intravascular). Juvederm voluma with lidocaine must not be used on areas showing skin problems such as inflammation and/or infections (acne, cold sores, etc). Precautions for use: juvederm voluma with lidocaine is not indicated for injections other than subcutaneous, upper-periostea, or into the deep dermis. The technique and depth of the injection vary depending on the area to be treated. Undesirable effects: the pt must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. Method of use-posology: this product is intended to be injected slowly into the deep dermis, subcutaneously, or in the upper periostea by an authorized medical practitioner in accordance with local regulation. Juvederm voluma with lidocaine" is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity and performance of the product and it can therefore no longer be assured".